Event description:
It was reported that the patient's blood glucose level reached 349 mg/dl. The pod was worn between 5 and 24 hours on the hip/buttocks. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The received device was evaluated and found the exposed portion of the soft cannula to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.